Manufacturer narrative:
No product was returned for investigation. The customer's allegation of bluetooth communication problems and possible error messages could not be tested as no product related to this case is expected to be returned. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient's sister requested assistance unlocking the infusion device and reported he was hospitalized with diabetic ketoacidosis on (B)(6) 2013. His blood glucose elevated above 1,300 mg/dl, and he was still hospitalized at the time of the report. The last bolus was delivered on (B)(6) 2013, per the infusion device history. Follow-up was completed with the patient on (B)(6) 2014. He is currently on manual injections, and his blood glucose is stable. He experienced hyperglycemic symptoms and an emt was called. He programs boluses via the blood glucose monitor, and he is unsure if they were delivered by the infusion device or if an error message was provided. Additional follow-up was completed on (B)(6) 2014. He did lose consciousness but is not sure at what point during the incident this occurred. He was on a ventilator and was treated with antibiotics, along with the insulin IV. He was sedated most the time and does not know if additional treatment was received. He was discharged from the hospital on (B)(6) 2013. Additional follow-up was completed on (B)(6) 2014. He reported he tried to use the blood glucose monitor on (B)(6) 2013, but it would not function. The blood glucose monitor history matches the infusion device and shows no boluses were programmed or delivered after (B)(6) 2013. The infusion device and blood glucose monitor were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.